Manufacturer narrative:
The following other devices were also listed in this report: tri ts baseplate size 7; cat# 5521-b-700; lot# goaa. Tri ts femur sz6 right; cat# 5512-f-602; lot# dxim. Tri cemented stem 12mmx100mm; cat# 5560-s-212; lot# m6l27j. Tri post augment sz6 5mm; cat# 5543-a-600; lot# gbyp. Triathlon femoral distal augment 5mm - size 6 right; cat# 5540-a-602; lot# xktz. Tri post augment sz6 5mm; cat# 5543-a-600; lot# dyxy. Triathlon femoral distal augment 5mm - size 6 right; cat# 5540-a-602; lot# fola. Osteonics sized cement-plug; cat# b008-0215; lot# 6m7993. Tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# m6t06ad simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mls094 qty 5. Triathlon asymmetric x3 patella; cat# 5551-g-381; lot# w75t. Rv.univ.cement restrictor w/di; cat# b000-1300; lot# 6m8243. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available at the later time it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient had a right knee revision due to infection.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been one other similar events for the reported lot and no other similar events for the sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of blood work for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient had a right knee revision due to infection.